Event description:
If the same order number has been used at the same or on different days without purging the results in between, in some printouts all results for this order number will be merged within a single order date or time, irrespective of the date the individual sample was processed. Thus, under these specific circumstances, beside the expected results related to this order number, other results may be printed in addition.